Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the urinary duct during a ureteral stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the sheath was cut from the point where the sheath was up to the distal end and remained inside the patient. The detached piece was completely retrieved with the use of foreign body forceps. A CT scan confirmed that there is no remaining part of the device left inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual analysis of the returned device found that the distal end of the pullwire including the basket was separated from the device. The device was disassembled and found that the distal end of the pull wire was detached from the join cannula section. The cannula was properly crimp. An approximately 1.8 cm and 1.5 cm of the sheath was stretched. The sheath is also kinked at 9.5 cm from the distal end. The basket wires were present and the basket has residues indicating use and handling. The sheath was not torn/split. The evaluation did not confirmed the reported event. The sheath was not torn/split. However, the distal end of the pull wire (including the basket) was detached from the join cannula section. The distal end of the sheath was stretched. The sheath was kinked from the distal end. The basket wires were present and the basket has residues indicating use and handling. It is most likely that during the procedure the device could have been manipulated, since the failures found (sheath kinked and stretched), are issues that could have been generated by excessive manipulation of the device by the user, the interaction with the scope or the interacting with other device. Therefore the most probable root cause of this complaint is operational context, the device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the urinary duct during a ureteral stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the sheath was cut from the point where the sheath was up to the distal end and remained inside the patient. The detached piece was completely retrieved with the use of foreign body forceps. A CT scan confirmed that there is no remaining part of the device left inside the patient. There were no patient complications reported as a result of this event.